Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced kinked cannula events on 20-sep-2024, 29-sep-2024, 08-oct-2024, 17-oct-2024, 29-oct-2024. The issue occurred with five similar types of infusion sets and the site was patient's abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.